Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump would turn off without an alarm or warning. Customer¿s blood glucose was unknown at the time of incident. It was also reported that the insulin pump screen was scratched. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test with audio tones. Unit passed tone check and vibrate check on self test. No audio/beep anomaly or vibrate anomaly noted. Unit was programmed and monitored for 2 days. No blank display noted. No unexpected low battery alarm or power error alarm noted during testing or in the formatted history file. However, detailed trace analysis confirmed the pump alarmed replace battery alert was triggered due to connector resistance issue. After disconnecting and reconnecting the internal battery connector, the unit was monitored and functioned properly. Then the power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Unit had damaged (scratched) display window cover, scratched case, fading serial number label, keypad overlay texture damage, scratched keypad overlay, cracked retainer, minor scratched display window and pillowing keypad overlay. The insulin pump involved in this event is the (B)(4) insulin infusion pump, which is not marketed in the united states. However, the device is similar to the (B)(4) insulin infusion pump, which is marketed in the united states.